Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported the patient had his inflatable penile prosthesis removed and replaced with a spectra penile prosthesis due to "possible leaking in the device." As a result, the prosthesis would not fully inflate. The physician stated that there did not appear to be much saline in the reservoir, but no leak was located in the system. No patient complications were reported in relation to this event.